Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. Product and data logs were not returned for review. Based on clinical description, the root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed an impella cp pump to support a 43-year-old female patient admitted in with a history of st-segment elevation myocardial infarction (stemi), heart failure (h)f, and an automated implantable cardioverter defibrillator (aicd). The patient was in need of percutaneous cardiac insertion (pci) for coronary microvascular disease (mvd) coronary artery disease (cad) and the impella cp was placed. The pump supported for over 8 hours and was explanted due to a groin site bleed and hemolysis concerns. The pump was explanted and blood products were given.